Event description:
It was reported that a patient underwent a laparoscopic inguinal hernia repair on (B)(6) 2021 and barbed suture was used. During the procedure, the needle pulled off of the suture. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how many products were involved? The issue occurred in two products. Then, the customer concerned about using the same lot number products. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? There were no adverse consequences to the patient. The following information was requested, but unavailable: please provide lot number. No further information is available. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. No further information is available. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m. Events reported in 2210968-2021-12877.